Event description:
It was reported that the patient experienced an erosion in the bulbous urethra with an artificial urinary sphincter (aus). The aus cuff, pump, and reservoir was explanted and no new device was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.